Event description:
In 2007, this pt underwent endovascular repair of an infrarenal abdominal aortic aneurysm using gore excluder aaa endoprostheses. During surgery, it was noted that the leg of one of the devices was infolding. During a follow-up CT, the device occluded. An angiojet was used in an attempt to re-open the device, but proved unsuccessful. A femoral-femoral bypass is being planned. Add'l investigation is being performed.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.